Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (128-fxxx) issue. Reportedly, the pump had a battery life issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 10/24/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/03/2016 with the following findings: a review of the pump¿s black box data history showed evidence of cs 128-fb80 and cs 128-fe81 call service battery alarms. These alarms are defined as post-delivery motor power supply faults. The pump powered up with the returned battery cap to an audible tone but there were no vibration alerts. The pump case was removed and there was evidence of moisture contamination inside the pump¿s motor circuit, the power printed circuit board (pcb), the vibrate circuit and other associated electrical components. The pump¿s electrical current draws measured within specifications. During visual inspection of the pump, it was observed that there was evidence of moisture behind the display lens and the screen showed a distorted multicolored display image. A leak test was performed and failed due to a display lens leak. The investigation was unable to duplicate the initial complaint about a "battery life" issue due to internal moisture damage.

Manufacturer narrative:
Follow-up #2 date of submission 12/09/2016 ¿ correction to serial #.